Event description:
Reported due to a transiant ischemic attack. On 3/2006, patient had placement of an xact carotid stent system. The pre-procedure percent diameter stenosis was 90%. The target lesion, right ica/cca, was calcified. The emboshield was successfully deployed. Balloon dilatation was performed before placement of the xact carotid stent system. The xact stent was successfully inserted and deployed. Post-stent balloon dilatation was performed. There were no adverse events reported during the procedure. Patient returned to the hospital two days post discharge with symptoms of confusion. Two days post discharge patient was treated with plavix. The patient was "bright and alert by march 6th".